Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that the subject meter(onetouch verioiq) read inaccurately high compared to another device (unknown meter). The reporter claimed obtaining a blood glucose reading of 167mg/dl with the subject meter and 127mg/dl on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter and test strips have been returned on 3/27/2015 and 3/18/2015, respectively, and evaluated by lifescan product analysis on 4/8/2015 and 4/22/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed; however, a secondary issue was noted when the returned test strips vial was found to be open (causing strip exposure). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.